Event description:
It was reported that the programmer sometimes turned off and sometimes the screen turned black while programming was underway. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments that the programmer shut down and that the screen turned black during programming. The programmer was checked and cleaned. It was further checked by rebooting multiple times at regular intervals and by running the programmer continuously for at least 6-7 hours. It was checked it for 3-4 days. No problem was found and it passed electrical safety test. If information is provided in the future, a supplemental report will be issued.